Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding 3 pipeline vantage stents. The patient was undergoing a procedure for flow diverter treatment of an unruptured fusiform left cervical internal carotid artery (ica) dissection pseudoaneurysm. The pseudoaneurysm max diameter was 8mm and the neck diameter was 15mm. The proximal landing zone was 5mm and the distal landing zone was 4.7mm. Vessel tortuosity was severe. It was reported that all devices were prepare as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. It was noted that there was resistance during pipeline delivery in the phenom 27 microcatheter that was noted to be due to the patient's vessel tortuosity. The pipeline vantage 5x30 device was used first but the length was not quite sufficient to cover the required area so the surgeon telescoped a second pipeline vantage (6x20). After the second pipeline was delivered and deployed, the surgeon decided to bridge the two pipelines with a third pipeline vantage (5.5x40). It was noted that all 3 pipeline vantage stents were difficult to open in the middle section due to the patient's vessel tortuosity. When trying to open the third pipeline (5.5x40) in the vessel bend, the pipeline was resheathed and became stuck in the distal end of the phenom 27 microcatheter. The physician released the slack in the system to try and resolve the issue without success. There was no damage noted to the pipeline or the microcatheter. The pipeline 5.5 x 40 device was removed and the physician used a non-medtronic balloon with the 2 implanted pipeline vantage stent and the procedure was completed successfully. There were no patient symptoms or injuries associated with the event. Post-procedure angiography showed good results. Additional information received reported there was no problem with the devices, the tortuous was the reason.